Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2016: (B)(6) medical center. (B)(6), md. Discharge summary. D/c dx: partial sbo [small bowel obstruction]. Social history: current smoker; 0.5 packs/day for 20 years. Weight 171 lbs 14.4 oz, bmi 23.31. Disposition: home. Activity: as tolerated; you may resume driving. Date you may return to work: based on further instruction after you have seen your primary care physician. Follow up: (B)(6), do within 1 week. On (B)(6) 2016: (B)(6), do. Office visit. Recently had surgery for small bowel obstruction. Feels very sore all over. Weight 166 lbs, bmi 24.51. Exam: abdomen distended, mildly tender. Staples and retention sutures intact. Bowel sounds hypoactive. Assessment/plan: small bowel obstruction- surgically repaired. Medically stable. Return in 2-3 months. On (B)(6) 2016: general surgery, (B)(6) medical center. (B)(6), crnp. Office visit. Status post exploratory laparotomy (small bowel obstruction due to internal hernia caused by adhesions), lysis of adhesions, primary repair of right flank hernia with seprafilm adhesion barrier. Up and active; adhering to restrictions. Denies straining. Incision without redness, swelling or drainage. States he is working hard to quit smoking. Exam: weight 158 lbs, bmi 21.62. Abdomen soft, non-distended, positive bowel sounds, no tympany, no guarding or rebound, appropriately tender to palpation midline incision with intact staples and retention sutures, no erythema or drainage, moderate underlying reactive tissue swelling, no seroma/hematoma, no signs/symptoms infection. Assessment/plan: satisfactory course. Staples removed and steri-strips applied; retention sutures to remain. Instructed on warm compress for reactive tissue swelling. Stressed smoking cessation. Follow up 2 weeks. On (B)(6) 2016: (B)(6), do. Office visit. Follow up visit; still recovering from surgery. Weight 162 lbs, bmi 23.92. Exam: abdomen soft, no tenderness, no masses, bowel sounds normal. Incisions healing well. Assessment/plan: chronic abdominal pain, return 2-3 months. On (B)(6) 2016: (B)(6), do. Office visit. Has less abdominal pain. Weight 160 lbs, bmi 23.63. Exam: abdomen soft, incision healing, mild distention, no masses. Assessment/plan: abdominal pain- improving. Records between (B)(6) 2016 and (B)(6) 2018 were not provided. On (B)(6) 2018: (B)(6), do. Office visit. Chronic abdominal soreness, bloating. Weight 169 lbs, bmi 24.96. Exam: abdomen soft, mildly distended, tender lower abdomen. Assessment/plan: chronic abdominal pain, irritable bowel syndrome. On (B)(6) 2019: (B)(6), do. Office visit. Remains preoccupied with his surgical mesh. Weight 155 lbs, bmi 22.89. Exam: abdomen soft, no tenderness, no masses, bowel sounds normal. Chronic deformities abdominal wall. Assessment/plan: depression, anxiety disorder, chronic abdominal pain. Medically stable, lexapro daily, return in 2 months. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1932, 2240, 2422) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span february 27, 2012 through june 4, 2019 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records for april 5, 2013 through march 28, 2016 and july 13, 2016 through july 23, 2018 were not provided. Patient information: medical history: smoking: (B)(6) 2012: ¿increased risk for hernia recurrence due to tobacco abuse.¿ (B)(6) 2012 ¿he smokes heavily.¿ (B)(6) 2013: 1 pack daily x 20 years (B)(6) 2016: ¿current smoker; 0.5 packs/day for 20 years.¿ weight: (B)(6) 2013: 173 lbs., bmi 23.57. (B)(6) 2016: 171 lbs., bmi 23.31 (B)(6) 2018: 164 lbs., bmi 24.22 (B)(6) 2019: 155 lbs., bmi 22.89. 2008: replantation of forearm, complete, injured in motorcycle accident (B)(6) 2012: inferior lateral abdominal wall hernia on the right just above the iliac crest containing loop of ascending colon. (B)(6) 2012: spigelian hernia, plan to repair. (B)(6) 2012: recurrent hernia. (B)(6) 2013: extensive right lateral abdominal wall tear, most likely originating from motorcycle accident. (B)(6) 2018: irritable bowel syndrome. (B)(6) 2019: chronic deformities abdominal wall. Surgical procedures: 2005: cholecystectomy (B)(6) 2012: right sided hernia repair tep [totally extraperitoneal] approach. Repair of right abdominal wall hernia with large proceed ventral patch. (B)(6) 2012: aspiration of seroma (B)(6) 2012: right sided hernia repair tapp [transabdominal preperitoneal] approach. Laparoscopic repair of recurrent right abdominal wall hernia. 10 x 15 cm mesh implanted. (B)(6) 2013: exploratory laparotomy, lysis of adhesions, mobilization of right colon, herniorrhaphy. Implant: gore® dualmesh® plus biomaterial 1dlmcp04 /10653871. (B)(6) 2016: exploratory laparotomy, lysis of adhesions, repair of right flank hernia, application of seprafilm adhesion barrier. Relevant medical information: (B)(6) 2012: CT abdomen. ¿impression: no evidence of a focal abdominal mass nor inflammatory change. Status post cholecystectomy. There is an inferior lateral abdominal wall hernia on the right just above the iliac crest containing a loop of ascending colon.¿ (B)(6) 2012: ¿presents for evaluation of possible ventral hernia. Present for several months, moderate in severity. Pain onset was sudden. Pain rated moderate, aggravated by coughing, exertion, movement, position and standing. History: cholecystectomy 2005. Exam: abdomen; vague fullness right lower quadrant. Impression: hernia ventral incisional. Plan: it seems to be a spigelian hernia, plan to repair in near future. Has an increased risk of hernia recurrence due to tobacco abuse.¿ (B)(6) 2012: ¿indications: previous history of significant trauma as a younger man who has developed a painful bulge in his right abdominal wall. By cat scan there is an area of herniation of the right colon just above the iliac crest on the right side. He presents now for surgical repair.¿ (B)(6) 2012: ¿preoperative diagnosis: right abdominal wall hernia.¿ inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2012: repair of right abdominal wall hernia with large proceed ventral patch. ¿findings: herniation through the right abdominal wall, just superior to the iliac crest.¿ the area appeared to be superior and slightly lateral to the anterior superior iliac spine. Once in the subcutaneous tissues, I incised the external oblique and internal oblique to reach down into the peritoneal space and feel the abdominal wall from within. Through this incision, I was able to feel the area of herniation just above the iliac crest. It appeared that the muscles where they inserted on the iliac crest had pulled away and this was accounting for the area of herniation. Our incision was extended slightly laterally and this allowed us to come directly down upon the area of herniation. As it was dissected free, there was a clear-cut hernia sac which was incised at its neck and then returned into the intra-abdominal position. There appeared to be no contents within it. At this time, we could feel the preperitoneal space with intact muscle superiorly and the iliac wing inferiorly. A large proceed ventral patch was brought on the field and placed into the defect and opened and (sic) the preperitoneal space. Superiorly, it overlapped the musculature of the abdominal wall, inferiorly to the iliac crest. The hernia defect was closed around the hernia mesh using simple interrupted 2-0 pds sutures, and the straps for the mesh were secured to the fascial edges and then trimmed and then the fascia was closed over it as well. The wound was then infiltrated with 0.25% marcaine for additional analgesia. The original incision which had been a muscle splitting incision of the oblique muscles were then closed in layers.¿ (B)(6) 2012: ¿4 weeks post-operative, feeling well since surgery, experiencing no pain, has resumed normal activities. Exam: incision well-healed. There is a slight seroma at the surgical site. If seroma continues, aspiration may be in order.¿ (B)(6) 2012: ¿slight seroma at surgical site. Aspirated approximately 13 cc of clear seroma fluid.¿ (B)(6) 2012: ¿returned for postoperative check. Continues to have swelling and discomfort in the area of his recent surgery, exam suggestive of a recurrence of his hernia. There is a reducible mass with a fascial defect, consistent with a recurrent hernia.¿ (B)(6) 2012: history and physical. ¿underwent repair with a large proceed ventral patch 04/24/12, did well initially, but on repeat examinations was found to have a recurrence of his hernia. Exam: abdomen; soft, laterally, superior to the iliac crest, there is an area of herniation. It is reducible with him in the supine position. Impression: very atypical hernia. Cat scan showed herniation of the cecum just superior to the iliac crest. This was repaired, but the repair has not held up and, therefore, he presents now for an attempt at a laparoscopic repair. (B)(6) 2012: ¿indications: the patient is a 45-year-old gentleman who has a previous history of a trauma but had developed a hernia over his right iliac crest laterally. This was confirmed by cat scan demonstrated a portion of the cecum herniated through a defect. It is an uncommon location for hernia and was repaired by an open technique utilizing mesh approximately six months ago. He recently has identified a recurrence that is present both on clinical exam and on a recent upright abdominal film that shows gas laterally in the hernia space. The area of the herniation is just above his right iliac bone laterally in approximated line of the anterior axillary line. He presents now for a laparoscopic repair given the failure of his opened repair. He developed urinary retention over the past weekend and had a foley catheter placed at that time, which remains.¿ (B)(6) 2012: ¿preoperative diagnosis: recurrent abdominal wall hernia.¿ inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2012: laparoscopic repair of recurrent right abdominal wall hernia. ¿an infraumbilical incision was made through his existing laparoscopic scar. Once in the abdominal cavity pneumoperitoneum was created. We identified the hernia defect laterally in the right abdominal wall, just above the iliac bone and an approach in the retroperitoneum. Additional 12 mm trocars were placed in the epigastrium and in the lower abdominal midline. On exploration, the liver appeared normal, the small and large bowel that could be visualized were grossly normal. Next a portion of the right colon was tethered within the hernia sac using sharp dissection the ascending colon was mobilized out of the hernia sac. This dissection brought us back posteriorly toward the level of the posterior axillary line. It did not extend as far as the back musculature. Once all the bowel had been freed and freed from the hernia sac a measuring device was placed into the abdominal cavity using a ruler remeasured the fascial defect. It was 8 cm in a [sic] anterior posterior dimension and 2 cm in a cranial-caudad projection. We chose a 10 x 15 cm mesh thereby overlapping by greater than 3 cm in each direction. Tacking sutures were placed at the superior border and at the medial border and no tacking sutures placed posteriorly as it would be approaching through the back or inferiorly as this would approach the iliac bone. The mesh was rolled into a tight tube and placed in the abdominal cavity and oriented appropriately. Initially we tentatively placed a single secure strap a tack posterior beyond the margins of the hernia defect and secured at that location. Once this was in place, we secured our superior and medial edge using the gore-tex sutures previously described in a full-thickness fashion. At this point, we had secured at its anterior posterior and superior borders. The inferior border the mesh overlapped the iliac bone. Next using the secure strap tacks were placed at 1 cm intervals circumferentially. A single tack was placed through the midportion of the mesh to secure it to the hernia sac to minimize the chance of postoperative seroma although seroma is certainly anticipated. Hemostasis was then confirmed. The trocars were withdrawn. The rectus sheath at the umbilical superior and inferior incisions were all closed with zero pds suture.¿ (B)(6) 2012: consultation. ¿impression/plan: urinary retention most likely related to his constipation. Given his postoperative nature, we should not do a void trial, he should go home with his foley and follow up in our office.¿ (B)(6) 2012: ¿returned for postoperative check, doing well, no pain. On examination his incisions are well-healed, no significant seroma at this time.¿ (B)(6) 2012: ¿feeling well compared to last visit, no new complaints, no pain, denies chills, constipation, diarrhea, fever. Exam: abdomen; soft, non-tender, non-distended, no palpable hernias, incision appears clean, with no sign of drainage or infection.¿ (B)(6) 2013: ¿in follow-up, has developed recurrent abdominal pain in the region of his previous hernia repairs. Physical exam is equivocal. I suggest that he have a cat scan abdomen and pelvis.¿ (B)(6) 2013: CT abdomen/pelvis [a/p]. ¿impression: stable right flank incisional hernia containing a segment of ascending colon without evidence of resultant obstructions or obvious colonic wall thickening. Small volume of free fluid in the dependent portion of the pelvis.¿ implant preoperative complaints: (B)(6) 2013: history & physical. ¿presents in clinic for a hernia in his right side. Reports this hernia has been repaired twice. CT revealed incisional hernia according to patient. Reports constant dull aching pain 6-8/10 in right side with bloating and swelling in right lower quadrant, relieved to some degree with alternating vicodin and tylenol and relaxation, aggravated with any type of movement. Patient is not able to reduce the bulge and states it is no better in the morning after laying down. Exam: abdomen; soft, right lower quadrant distended, well healed surgical incisions infraumbilical and right lateral flank area, visible asymmetry right lower quadrant greater than left lower quadrant with palpable soft protrusion and fullness from umbilicus to right lateral abdomen while standing that displaces posteriorly in supine position, area is exquisitely tender to palpation, thus unable to appreciate a fascial defect. Impression: right lateral abdominal asymmetry and pain status post right flank hernia repairs x 2. CT scans reveal extensive right lateral abdominal wall tear, most likely originating from motor cycle accident. Plan: reviewed with patient radiology studies and medical history, presented treatment options and consented for surgical repair of hernia. Encouraged smoking cessation ¿ patient willing to attempt. Schedule for surgery in 4-6 weeks as per patient¿s request since he need to shovel coal until break in weather.¿ (B)(6) 2013: ¿indications and history: this is a 46-year-old male who 20 years ago sustained a motorcycle accident resulting in a right flank hernia. Over the last year or so, the patient¿s hernia has grown in size and become symptomatic for him. He has had this repaired twice at an outside hospital with an overlay placed the first time, no overlay placed the second time. Both of these of [sic] repairs have failed within a year, and he came to our facility for definite treatment.¿ implant procedure: exploratory laparotomy, lysis of adhesions, mobilization of right colon, and a herniorrhaphy [implant: gore® dualmesh® plus biomaterial, 1dlmcp04/10653871, 15 cm x 19 cm x 1 mm thick, oval]. Implant date: (B)(6) 2013 [hospitalization (B)(6) 2013]. Findings: ¿right flank musculature wall defect with evidence of a repair from previous operation with the mesh used being retracted from its original position.¿ description of hernia being treated: ¿the midline incision was then made below the umbilicus and carried down to the suprapubic region. Dissection was carried down through the subcutaneous tissues using electrocautery. The fascia was identified as this was incised, muscle was spread, the peritoneum was identified, grasped, and then entered using the metzenbaum scissors. The remaining wound was then explored for adhesions and were found to be none, and the wound was opened up using electrocautery. It was immediately apparent that the wound incision was not big enough, and incision was carried up above the umbilicus to facilitate the dissection. Inspection of the right quadrant revealed the right colon to be displaced to behind the previously placed mesh that was dislodged from its original location. There were multiple adhesions noted from the colon to the mesh and these were taken down with blunt and sharp dissection. Once all adhesions were taken down, it was immediately apparent that the colon would need to be immobilized for definite repair. At this point, the white line of toldt was taken down using blunt and sharp dissection, and the colon was reflected to the medial aspect of the abdomen. The mesh used in the previous repair was noted to be in good position in the superior aspect of the abdomen and still remained secured without evidence of disruption. The retroperitoneal area was then cleared off of the lumbar muscles revealing the ureter and the ivc. Careful dissection was used to not disturb the structures. The ureter was freely mobilized laterally off the lumbar muscle to prevent further harm. The previously placed mesh again was noted to be in good position superiorly, and when it was laid back down along the posterior aspect of the abdomen, it was able to reach the lumbar muscles and decision was made to utilize this piece of mesh as it was intact and in good position as previously placed. #1 prolene sutures were then used to tack in the inferior aspects in the posterior aspects of the previously placed mesh to the lumbar muscle. Some superior lateral aspects of the mesh also need to be placed and were tacked into the rectus muscle using #1 prolene suture.¿ implant size and fixation: ¿at this point, the decision was made to reinforce the previously placed mesh with a piece of dual ply mesh. This was then brought in the operating field and cut to the appropriate size, secured in place with #1 prolene sutures in the superior inferior lateral aspects of the borders. Ems stapler was then used to secure the mesh in place, stapling both into the rectus muscle on the lumbar muscle. At this point, there was noted to be good satisfactory repair with no evidence of detachment of the mesh from the abdominal wall. The abdomen was then thoroughly irrigated with copious amounts of sterile saline until clear. The bowel was returned to its original position, again after noting that the ureter remained free of damage. The fascia was then closed with a #1 looped pds in normal running fashion. The skin was closed with staples.¿ (B)(6) 2013: discharge summary. ¿patient reports that this hernia has been repaired x 2 in 4/12 (tep) and 8/12 (tapp).¿ ¿hospital course: underwent exploratory laparotomy, mobilization of right colon, herniorrhaphy. Return of bowel function and stable for discharge on pod#3.¿ revision preoperative complaints: (B)(6) 2016: ¿indications and history: patient has a history of a right flank hernia having been fixed by both laparoscopic and open techniques. He is admitted with bowel obstruction. He has failed to resolve this with conservative measures, and he presents now for a laparotomy regarding this.¿ (B)(6) 2016: ¿preop diagnosis: small bowel obstruction.¿ revision procedure: diagnostic laparoscopy. Extensive lysis of adhesions (~60 minutes). Revision date: (B)(6) 2016 [hospitalization (B)(6) 2016 through (B)(6) 2016]. (B)(6) 2016: ¿specimen: none.¿ ¿his existing midline scar was incised from the symphysis pubis to just above the umbilicus. The abdominal cavity was entered in atraumatic fashion. On manual exploration, the stomach was normal. The nasogastric tube was in good position. The small bowel was run from the ligament of treitz distally. It was markedly dilated throughout. In the right lower quadrant, there was an internal hernia through the mesentery, caused by adhesions between 2 loops of small bowel. These adhesions were freed, freeing the internal hernia. On inspection, he also had adhesions to the right lower quadrant and flank mesh. These adhesions were freed, and just lateral to the mesh, there was a defect, measuring about 2 cm. This defect was then closed with a running 0 prolene suture, to repair the defect. The bowel was then run form distal to proximal, proximal to distal, and there were no additional findings. There were no additional areas of blockage. Seprafilm was applied to the right flank mesh sight and under the incision. Hemostasis was confirmed. Retention sutures of #2 nylon were placed. The abdominal cavity was closed with running 0 pds suture. Subq [sic] tissues approximated with 3-0 chromic. Skin was approximated with surgical staples.¿ (B)(6) 2016: discharge summary. ¿d/c [discharge] dx [diagnosis]: partial sbo [small bowel obstruction]. Disposition: home. Activity: as tolerated; you may resume driving.¿ relevant medical information: (B)(6) 2016: ¿recently had surgery for small bowel obstruction. Feels very sore all over. Exam: abdomen distended, mildly tender. Staples and retention sutures intact. Bowel sounds hypoactive. Assessment/plan: small bowel obstruction- surgically repaired. Medically stable.¿ (B)(6) 2016: ¿status post exploratory laparotomy (small bowel obstruction due to internal hernia caused by adhesions), lysis of adhesions, primary repair of right flank hernia with seprafilm adhesion barrier. Up and active; adhering to restrictions. Denies straining. Incision without redness, swelling or drainage. States he is working hard to quit smoking. Exam: abdomen soft, non-distended, positive bowel sounds, no tympany, no guarding or rebound, appropriately tender to palpation midline incision with intact staples and retention sutures, no erythema or drainage, moderate underlying reactive tissue swelling, no seroma/hematoma, no signs/symptoms infection. Assessment/plan: satisfactory course. Staples removed and steri-strips applied; retention sutures to remain. Instructed on warm compress for reactive tissue swelling. Stressed smoking cessation.¿ (B)(6) 2016: ¿follow up visit; still recovering from surgery. Exam: abdomen soft, no tenderness, no masses, bowel sounds normal. Incisions healing well. Assessment/plan: chronic abdominal pain, return 2-3 months.¿ (B)(6) 2016: ¿has less abdominal pain. Exam: abdomen soft, incision healing, mild distention, no masses. Assessment/plan: abdominal pain- improving.¿ (B)(6) 2018: ¿chronic abdominal soreness, bloating. Exam: abdomen soft, mildly distended, tender lower abdomen. Assessment/plan: chronic abdominal pain, irritable bowel syndrome.¿ (B)(6) 2019: ¿remains preoccupied with his surgical mesh. Exam: abdomen soft, no tenderness, no masses, bowel sounds normal. Chronic deformities abdominal wall. Assessment/plan: depression, anxiety disorder, chronic abdominal pain. Medically stable.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10653871. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2013: including right-sided hernia repair, right flank hernia with repairs x 2; were not provided. (B)(6) 2013: (B)(6). Operative report. Pre/postop diagnosis: recurrent right flank hernia. Operation: exploratory laparotomy, lysis of adhesions, mobilization of right colon, and a herniorrhaphy. Findings: right flank musculature wall defect with evidence of a repair from previous operation with the mesh used being retracted from its original position. Specimen: none. Complications: apparent intraoperative complications: none. Condition: good. Disposition: postanesthesia care unit. Indications and history: this is a 46-year-old male who 20 years ago sustained a motorcycle accident resulting in a right flank hernia. Over the last year or so, the patient¿s hernia has grown in size and become symptomatic for him. He has had this repaired twice at an outside hospital with an overlay placed the first time, no overlay placed the second time. Both of these of [sic] repairs have failed within a year, and he came to our facility for definite treatment. Description of operation: ¿the patient was identified, and the procedure verified. The patient was brought to the operative suite, placed supine on the operating table. He was given a general anesthesia via his endotracheal tube. Prior to induction, scds, ted stockings, and the appropriate dose of antibiotics were given. The patient was then prepped and draped in usual sterile fashion. Time-out was taken again identifying both the procedure and the operation. The midline incision was then made below the umbilicus and carried down to the suprapubic region. Dissection was carried down through the subcutaneous tissues using electrocautery. The fascia was identified as this was incised, muscle was spread, the peritoneum was identified, grasped, and then entered using the metzenbaum scissors. The remaining wound was then explored for adhesions and were found to be none, and the wound was opened up using electrocautery. It was immediately apparent that the wound incision was not big enough, and incision was carried up above the umbilicus to facilitate the dissection. Inspection of the right quadrant revealed the right colon to be displaced to behind the previously placed mesh that was dislodged from its original location. There were multiple adhesions noted from the colon to the mesh and these were taken down with blunt and sharp dissection. Once all adhesions were taken down, it was immediately apparent that the colon would need to be immobilized for definite repair. At this point, the white line of toldt was taken down using blunt and sharp dissection, and the colon was reflected to the medial aspect of the abdomen. The mesh used in the previous repair was noted to be in good position in the superior aspect of the abdomen and still remained secured without evidence of disruption. The retroperitoneal area was then cleared off of the lumbar muscles revealing the ureter and the ivc. Careful dissection was used to not disturb the structures. The ureter was freely mobilized laterally off the lumbar muscle to prevent further harm. The previously placed mesh again was noted to be in good position superiorly, and when it was laid back down along the posterior aspect of the abdomen, it was able to reach the lumbar muscles and decision was made to utilize this piece of mesh as it was intact and in good position as previously placed. #1 prolene sutures were then used to tack in the inferior aspects in the posterior aspects of the previously placed mesh to the lumbar muscle. Some superior lateral aspects of the mesh also need to be placed and were tacked into the rectus muscle using #1 prolene suture. At this point, the decision was made to reinforce the previously placed mesh with a piece of dual ply mesh. This was then brought in the operating field and cut to the appropriate size, secured in place with #1 prolene sutures in the superior inferior lateral aspects of the borders. Ems stapler was then used to secure the mesh in place, stapling both into the rectus muscle on the lumbar muscle. At this point, there was noted to be good satisfactory repair with no evidence of detachment of the mesh from the abdominal wall. The abdomen was then thoroughly irrigated with copious amounts of sterile saline until clear. The bowel was returned to its original position, again after noting that the ureter remained free of damage. The fascia was then closed with a #1 looped pds in normal running fashion. The skin was closed with staples. The patient tolerated the procedure well, and was extubated, brought back to the pacu in stable condition once all sponge and instrument counts were correct.¿ (B)(6) 2013: (B)(6). Implant record. Implant name: graft dual mesh plus 15x19-log505547. Manufacturer: wl gore and associates inc. Lot no: 10653871. Model/cat no: 1dlmcp04. Area: abdomen. Number used: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/10653871) was implanted during the procedure. (B)(6) 2013: (B)(6). Discharge summary. D/c dx: recurrent incisional hernia- right flank. Disposition: home. Activity: no strenuous activity for 4-6 weeks. No lifting or pushing or pulling more than 10 lbs for 4-6 weeks. Admission h&p (focused): presents in clinic for hernia in his right side. Patient reports that this hernia has been repaired x 2 in 4/12 (tep) and 8/12 (tapp). Pain became worse in 12/12 and saw dr. Farrell in 1/13- CT scan revealed incisional hernia according to patient. Referred to dr. Schulz due to the extent of the defect. Reports constant dull aching pain 6-8/10 in right side with bloating and swelling in rlq, aggravated with any type of movement. Patient is not able to reduce the bulge and states it is no better in am after laying down. No binder at present. Denies n/v/diarrhea/constipation, no bladder function changes. Smoker 1ppd x 20 years. Exam: wt 173 lbs, bmi 23.57. Visible distress and anxiety- grimaces with sitting, favoring right side, shifting in chair. Abdomen soft, rlq distended, well healed surgical incisions infraumbilical and right lateral flank area; visible asymmetry rlq > llq with palpable soft protrusion and fullness from umbilicus to right lateral abdomen while standing that displaces posteriorly in supine position, area is exquisitely tender to palpation, thus unable to appreciate a facial [sic] defect. Hospital course: underwent exploratory laparotomy, mobilization of right colon, herniorrhaphy. Return of bowel function and stable for discharge on pod#3. Instructed to follow-up in clinic for removal of his staples. [Missing records: op reports detailing hernia repairs on 04/12 and 08/12 were not provided.] [Missing records: records of CT scan detailing ¿incisional hernia¿ were not provided.] (B)(6) 2016: geisinger- community medical center. Tim farrell, md; ryan rambaran, do. Operative report. Preop diagnosis: small bowel obstruction. Postop diagnosis: small bowel obstruction due to internal hernia caused by adhesions. Surgeon: tim farrell, md. Operation: exploratory laparotomy, lysis of adhesions. Repair of right flank hernia. Application of seprafilm adhesion barrier. Specimen: none. Complications: none. Condition: good. Attestation: I was present and scrubbed for the entire procedure. Indications and history: the patient is a 49-year-old male. Patient has a history of a right flank hernia having been fixed by both laparoscopic and open techniques. He is admitted with bowel obstruction. He has failed to resolve this with conservative measures, and he presents now for a laparotomy regarding this. Description of operation: ¿the patient was identified, and the procedure was verified. On review of the CT scan, he had what appeared to be swelling of his mesentery in the right lower quadrant, caused by an internal hernia. He was taken to the operating suite where, after induction of anesthesia, administration of antibiotics, the abdomen was prepped and draped in usual standard fashion. His existing midline scar was incised from the symphysis pubis to just above the umbilicus. The abdominal cavity was entered in atraumatic fashion. On manual exploration, the stomach was normal. The nasogastric tube was in good position. The small bowel was run from the ligament of treitz distally. It was markedly dilated throughout. In the right lower quadrant, there was an internal hernia through the mesentery, caused by adhesions between 2 loops of small bowel. These adhesions were freed, freeing the internal hernia. On inspection, he also had adhesions to the right lower quadrant and flank mesh. These adhesions were freed, and just lateral to the mesh, there was a defect, measuring about 2 cm. This defect was then closed with a running 0 prolene suture, to repair the defect. The bowel was then run form distal to proximal, proximal to distal, and there were no additional findings. There were no additional areas of blockage. Seprafilm was applied to the right flank mesh sight and under the incision. Hemostasis was confirmed. Retention sutures of #2 nylon were placed. The abdominal cavity was closed with running 0 pds suture. Subq [sic] tissues approximated with 3-0 chromic. Skin was approximated with surgical staples. He was extubated, taken to the recovery room in good condition.¿ (B)(6) 2016: geisinger community medical center. Afia maria babar, md. Discharge summary. D/c dx: partial sbo [small bowel obstruction]. Disposition: home [possible missing pages to discharge summary]. [Missing records: records for the CT scan showing ¿swelling of his mesentery in the right lower quadrant, caused by an internal hernia¿ were not provided.] It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic right flank hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions to small intestine, swelling, small bowel obstruction, hernia recurrence. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: advanced imaging specialists. (B)(6) radiology-CT abdomen without IV contrast. History: right sided abdominal pain and bloating. Cholecystectomy. Interpretation: small and large bowel loops normal in caliber. Focal deficiency of right lateral abdominal wall muscles with herniation of a portion of the ascending colon out of the peritoneal cavity into the subcutaneous fat or the right lower quadrant just above the iliac crest. No inflammatory changes in this region. Fallen cholecystectomy clips are noted. Impression: no evidence of a focal abdominal mass nor inflammatory change. Status post cholecystectomy. There is an inferior lateral abdominal wall hernia on the right just above the iliac crest containing a loop of ascending colon. A few fallen cholecystectomy clips noted. (B)(6) 2012: (B)(6) office visit. Presents for evaluation of possible ventral hernia. Present for several months, moderate in severity. Is able to perform usual daily activities. Bowel movement frequency is normal. Pain onset was sudden. Pain rated moderate, aggravated by coughing, exertion, movement, position and standing. History: cholecystectomy 2005. Weight 176 lbs, bmi 23.9. Exam: abdomen; vague fullness right lower quadrant. Impression: hernia ventral incisional. Plan: it seems to be a spigelian hernia, plan to repair in near future. Has an increased risk of hernia recurrence due to tobacco abuse. (B)(6) 2012: community medical center. (B)(6) operative report. Preoperative diagnosis: right abdominal wall hernia. Postoperative diagnosis: right abdominal wall hernia. Procedure performed: repair of right abdominal wall hernia with large proceed ventral patch. Anesthesia: general. Assistant: ((B)(6). Specimen: none. Findings: herniation through the right abdominal wall, just superior to the iliac crest. Indication: the patient is a 45-year-old gentleman who has a previous history of significant trauma as a younger man who has developed a painful bulge in his right abdominal wall. By cat scan there is an area of herniation of the right colon just above the iliac crest on the right side. I have reviewed his cat scan. He presents now for surgical repair. Details of the procedure: ¿in the preoperative area the patient and I identified the surgical site. He was then taken to the operating suite where after induction of anesthesia and administration of antibiotics, the abdomen was prepped and draped in usual standard fashion. The area appeared to be superior and slightly lateral to the anterior superior iliac spine. He was positioned appropriately and after the skin was prepped and draped it was incised in a transverse fashion. Once in the subcutaneous tissues, I incised the external oblique and internal oblique to reach down into the peritoneal space and feel the abdominal wall from within. Through this incision, I was able to feel the area of herniation just above the iliac crest. It appeared that the muscles where they had inserted on the iliac crest had pulled away and this was accounting for the area of herniation. Our incision was extended slightly laterally and this allowed us to come directly down upon the area of herniation. As it was dissected free, there was a clear-cut hernia sac which was incised at its neck and then returned into the intra-abdominal position. There appeared to be no contents within it. At this time, we could feel the preperitoneal space with intact muscle superiorly and the iliac wing inferiorly. A large proceed ventral patch was brought on the field and placed into the defect and opened and the preperitoneal space. Superiorly, it overlapped the musculature of the abdominal wall, inferiorly to the iliac crest. The hernia defect was closed around the hernia mesh using simple interrupted 2-0 pds sutures, and the straps for the mesh were secured to the fascial edges and then trimmed and then the fascia was closed over it as well. The wound was then infiltrated with 0.25% marcaine for additional analgesia. The original incision which had been a muscle splitting incision of the oblique muscles were then closed in layers using 2-0 pds sutures. Next, the subcutaneous tissues were approximated with 3.0 vicryl. Skin was approximated with 4-0 monocryl. Steri-strips and a sterile dressing applied and the patient left the operating suite in good condition.¿ (B)(6) 2012: (B)(6) md. Office visit. 4 weeks post-operative, feeling well since surgery, experiencing no pain, has resumed normal activities. Exam: incision well-healed. There is a slight seroma at the surgical site. Plan: follow up 4 weeks. If seroma continues, aspiration may be in order. (B)(6) 2012: [facility ni]. (B)(6) md. Letter. Slight seroma at surgical site. Aspirated approximately 13 cc of clear seroma fluid. (B)(6) 2012: [facility ni]. (B)(6) md. Letter. Returned for postoperative check. Continues to have swelling and discomfort in the area of his recent surgery, exam suggestive of a recurrence of his hernia. There is a reducible mass with a fascial defect, consistent with a recurrent hernia. (B)(6) 2012: community medical center. (B)(6) md. History and physical. Underwent repair with a large proceed ventral patch (B)(6) 2012, did well initially, but on repeat examinations was found to have a recurrence of his hernia. Exam: abdomen; soft, laterally, superior to the iliac crest, there is an area of herniation. It is reducible with him in the supine position. Impression: very atypical hernia . Cat scan showed herniation of the cecum just superior to the iliac crest. This was repaired, but the repair has not held up and, therefore, he presents now for an attempt at a laparoscopic repair. (B)(6) 2012: community medical center. (B)(6) md. Operative report. Preoperative diagnosis: recurrent abdominal wall hernia. Postoperative diagnosis: recurrent abdominal wall hernia. Procedure performed: laparoscopic repair of recurrent right abdominal wall hernia. Assistant: (B)(6). Anesthesia: general. Blood loss: minimal. Findings: an 8 x 2 cm fascial defect in the right flank. Indications: the patient is a 45-year-old gentleman who has a previous history of a trauma but had developed a hernia over his right iliac crest laterally. This was confirmed by cat scan demonstrated a portion of the cecum herniated through a defect. It is an uncommon location for hernia and was repaired by an open technique utilizing mesh approximately six month ago. He recently has identified a recurrence that is present both on clinical exam and on a recent upright abdominal film that shows gas laterally in the hernia space. The area of the herniation is just above his right iliac bone laterally in approximated line of the anterior axillary line. He presents now for a laparoscopic repair given the failure of his opened repair. He developed urinary retention over the past weekend and had a foley catheter placed at that time, which remains. Details: ¿in the preoperative area the patient and I identified the surgical site. He was then taken to the operating suite where after induction of anesthesia, he was placed in the supine position with a slight bump under his right hip. The abdomen was prepped and draped in the usual standard fashion. An infraumbilical incision was made through his existing laparoscopic scar. Once in the abdominal cavity pneumoperitoneum was created. We identified the hernia defect laterally in the right abdominal wall, just above the iliac bone and an approach in the retroperitoneum. Additional 12 mm trocars were placed in the epigastrium and in the lower abdominal midline. On exploration, the liver appeared normal, the small and large bowel that could be visualized were grossly normal. Next a portion of the right colon was tethered within the hernia sac using sharp dissection the ascending colon was mobilized out of the hernia sac. This dissection brought us back posteriorly toward the level of the posterior axillary line. It did not extend as far as the back musculature. Once all the bowel had been freed and freed from the hernia sac a measuring device was placed into the abdominal cavity using a ruler remeasured the fascial defect. It was 8 cm in a [sic] anterior posterior dimension and 2 cm in a cranial-caudad projection. We chose a 10 x 15 cm mesh thereby overlapping by greater than 3 cm in each direction. Tacking sutures were placed at the superior border and at the medial border and no tacking sutures placed posteriorly as it would be approaching through the back or inferiorly as this would approach the iliac bone. The mesh was rolled into a tight tube and placed in the abdominal cavity and oriented appropriately. Initially we tentatively placed a single secure strap a tack posterior beyond the margins of the hernia defect and secured at that location. Once this was in place we secured our superior and medial edge using the gore-tex sutures previously described in a full-thickness fashion. At this point, we had secured at its anterior posterior and superior borders. The inferior border the mesh overlapped the iliac bone. Next using the secure strap tacks were placed at 1 cm intervals circumferentially. A single tack was placed through the midportion of the mesh to secure it to the hernia sac to minimize the chance of postoperative seroma although seroma is certainly anticipated. Hemostasis was then confirmed. The trocars were withdrawn. The rectus sheath at the umbilical superior and inferior incisions were all closed with zero pds suture. Subcutaneous tissues approximated with 3-0 chromic. Skin was approximated with 4-0 monocryl and dermabond, steri-strips. The patient was awoke from anesthesia and taken to recovery room in good condition.¿ [missing records: records for the CT scan showing ¿a portion of the cecum herniated through a defect¿ were not provided.] (B)(6) 12: community medical center. (B)(6) consultation. Came in with significant abdominal wall hernia, a week before that he developed constipation followed by urinary retention and had to put a foley in. He has a foley in now. History: he smokes heavily. Exam: abdomen; non-distended, nontender, incisions that are well healed, no palpable masses. Genitourinary; penis and testicles normal, there is an epididymal abnormality, no inguinal hernias. Impression/plan: urinary retention most likely related to his constipation. Given his postoperative nature, we should not do a void trial, he should go home with his foley and follow up in our office. (B)(6) 2012: [facility ni]. (B)(6) letter. Returned for postoperative check, doing well, no pain. On examination his incisions are well-healed, no significant seroma at this time. (B)(6) 2012: (B)(6) md. Office visit. Feeling well compared to last visit, no new complaints, no pain, denies chills, constipation, diarrhea, fever. Exam: abdomen; soft, non-tender, non-distended, no palpable hernias, incision appears clean, with no sign of drainage or infection . (B)(6) 2013: [facility ni]. (B)(6) letter. Returned in follow-up, has developed recurrent abdominal pain in the region of his previous hernia repairs. Physical exam is equivocal. I suggest that he have a cat scan abdomen and pelvis. (B)(6) 2013: (B)(6) md. Radiology-CT abdomen/pelvis without contrast. History: abdominal pain, evaluation for incisional hernia. Interpretation: no significant hiatal hernia. Small bowel loops are normal in caliber, small segment of ascending colon extending into a right flank incisional hernia, no associated wall thickening. Colon otherwise unremarkable without evidence of proximal obstruction. Small volume of free fluid seen in the dependent portion of the pelvis, nonspecific. Impression: stable right flank incisional hernia containing a segment of ascending colon without evidence of resultant obstructions or obvious colonic wall thickening. Small volume of free fluid in the dependent portion of the pelvis. (B)(6) 2013: (B)(6) history & physical. Presents in clinic for a hernia in his right side. Reports this hernia has been repaired twice. CT revealed incisional hernia according to patient. Reports constant dull aching pain 6-8/10 in right side with bloating and swelling in right lower quadrant, relieved to some degree with alternating vicodin and tylenol and relaxation, aggravated with any type of movement. Patient is not able to reduce the bulge and states it is no better in the morning after laying down. No binder at present. Denies nausea/vomiting/constipation, no bladder function changes. Appetite good on regular diet. Smoker 1 pack per day x 20 years. Disabled due to re-injury of left arm originally obtained from a motor cycle accident 20 years ago. Weight 173 lbs 12.8 oz, bmi 23.57. Exam: abdomen; soft, right lower quadrant distended, well healed surgical incisions infraumbilical and right lateral flank area, visible asymmetry right lower quadrant greater than left lower quadrant with palpable soft protrusion and fullness from umbilicus to right lateral abdomen while standing that displaces posteriorly in supine position, area is exquisitely tender to palpation, thus unable to appreciate a fascial defect. Impression: right lateral abdominal asymmetry and pain status post right flank hernia repairs x 2. CT scans reveal extensive right lateral abdominal wall tear, most likely originating from motor cycle accident. Plan: reviewed with patient radiology studies and medical history, presented treatment options and consented for surgical repair of hernia. Encouraged smoking cessation ¿ patient willing to attempt. Instructed to limit activity and weight lifting and avoid constipation. Schedule for surgery in 4-6 weeks as per patient¿s request since he need to shovel coal until break in weather. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.